Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
During strick off the first sterile foil of the plastic packing the second sterile foil stuck on the first foil. The foil also was stuck to the inner plastic tray. Due to the insufficient sterility the item was not used. Another inlay was used to complete the procedure successfully. Clarification of event received on 21 mar 2018: 'foils stuck together and on the inner tray. So the inlay could not be removed sterile.'